Manufacturer narrative:
(B)(4) follow up . Two photos of a 10 ml luer lok syringe with a 21x1 1/2 inch needle attached, part number 309643, batch 5255467, were received and evaluated. One photo showed the top web side of the package with appropriate product information, while the other showed a loose syringe with the tip of the needle shield broken, exposing the needle. This condition is non conforming to product specifications, and the potential root cause of the broken shield is associated with the assembly process. A device history record review was completed for material number 309643, lot 5255467. All required in process and final visual inspections were performed, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10 ml ll w/ndl 21x1-1/2 rb needle went through shield. Material #309643. Batch #5255467. The needle was found poking through the cap when opened from packaging. We do not have the sample any longer since it posed a safety hazard. We do have a picture which I have included below.